Manufacturer narrative:
This is being filed as non granulomatous uveitis. Method code: no examination of device was provided which could indicate if the device caused or contributed to the incident. Results code: there is no direct causal relationship established between the medical device and the incident. Conclusion code: no conclusion can be drawn. Should further information be provided that would change this conclusion, an update to this report will be provided within 30 days of receipt of the additional information.

Event description:
Pt reported infection in the o.d. Follow up with the ecp for more information notes that the pt was diagnosed with non granulomatous eveitis. The pt was treated with tropicamide and pred forte. There was no reduction in visual acuity reported. This is being filed as non granulomatous uveitis.